Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97791, lot# n368014, implanted: (B)(6) 2014, product type: accessory. (B)(4).

Event description:
It was reported that the battery was charged and it was not working right for the past 4 days. When the patient got home, the implantable neurostimulator (ins) turned itself off. When she checked the ins, it was half charged. The vibration seemed to be very weak. It was not working correctly. She needed her implant to work because it did help. It was later reported that there was a 50% or greater symptom reduction. It was unknown which components were involved but no troubleshooting was done. The cause of the event was not determined but it was not device related. Patient education was taken to resolve the issue. The patient recovered without permanent impairment.